Manufacturer narrative:
Device is a combination product. (B)(6). Describe event or problem, relevant tests/laboratory data, report source and evaluation method codes updated.

Event description:
Evolve short dapt clinical study. It was reported that in-stent restenosis occurred. In (B)(6) 2018, clinical status assessment indicated the patient's qualifying condition as stable angina. Subsequently, the index procedure was performed. The target lesion was located in distal ramus with 85% stenosis and was 11mm long with a reference vessel diameter of 2.3mm. Target lesion was treated with pre-dilatation and placement of a 2.25 x 16mm study stent with 0% residual stenosis. The patient was discharged on dual antiplatelet therapy on the same day. In (B)(6) 2019, the patient had an outpatient consultation with the complaints of retrosternal compression symptoms. Subsequently, the patient was recommended for coronary angiography in the near future. Ten days after, the patient presented for scheduled angiography and was hospitalized on the same day. Coronary angiography revealed 70-90% in-stent restenosis (isr) noted at the distal ramus was treated with drug coated balloon angioplasty with 0% residual stenosis. On the next day, the event was considered to be resolved and on the same day the patient was discharged on dual anti-platelet therapy. It was further reported that in (B)(6) 2018, the patient was discharged on aspirin and prasugrel. In (B)(6) 2019, the patient presented with one month history of retrosternal compression symptoms often occurring when resting and after taking staleyo. Pain used to persist for 20-30 minutes and was decreasing on the administration of nitroglycerin. The patient was started on proton pump inhibitor (ppi) therapy for 10 days with a suspicion that reported symptoms could be due to inflammation of lower esophagus with esophageal spasms and the patient was recommended for coronary angiography due to stable angina. At the time of event, the patient was on aspirin and clopidogrel. On the following day, the patient was discharged on aspirin on clopidogrel.

Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
(B)(6) clinical study. It was reported that in-stent restenosis occurred. In (B)(6) 2018, clinical status assessment indicated the patient's qualifying condition as stable angina. Subsequently, the index procedure was performed. The target lesion was located in distal ramus with 85% stenosis and was 11 mm long with a reference vessel diameter of 2.3 mm. Target lesion was treated with pre-dilatation and placement of a 2.25 x 16 mm study stent with 0% residual stenosis. The patient was discharged on dual antiplatelet therapy on the same day. In (B)(6) 2019, the patient had an outpatient consultation with the complaints of retrosternal compression symptoms. Subsequently, the patient was recommended for coronary angiography in the near future. Ten days after, the patient presented for scheduled angiography and was hospitalized on the same day. Coronary angiography revealed 70-90% in-stent restenosis (isr) noted at the distal ramus was treated with drug coated balloon angioplasty with 0% residual stenosis. On the next day, the event was considered to be resolved and on the same day the patient was discharged on dual anti-platelet therapy.